Manufacturer narrative:
Event summary: it was reported that the user opened the package of a hiwire nitinol hydrophilic wire guide and found that the distal end of the wire guide was damaged. The damage was found during the preparation stage and was not used on the patient. The user changed to another hiwire nitinol hydrophilic wire guide to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The device was returned to cook in open packaging for investigation. A visual inspection noted 1.5mm of the inner core is protruding from black jacket on distal tip end of the wire guide. The jacket has an abraded appearance where inner core protrudes. The complaint device was shipped to the supplier for evaluation who noted the wire guide presented 0.2 cm of the metallic core wire protruding through the polymer jacket 0.45cm from the distal tip. The polymer jacket material presented indication of tensile distortion (stretching) in the vicinity of the core wire protrusion. A document-based investigation evaluation was performed. One complaint was reported for the same failure mode, however it occurred during use. As the supplier investigation was concluded for this complaint, it is not related to manufacturing. Cook has concluded the complaints are unrelated. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. The wire guide is assembled and packaged by a supplier who completed a DHR review as part of their investigation. The incoming inspection records (2255510.1) at cook were reviewed and the lot passed incoming inspection. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state: instructions for use the wire guide was supplied with IFU t_hbwg2_rev1 which includes the following instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1 prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based on the available information, cook has concluded a cause for the complaint cannot be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the user opened the package of a hiwire nitinol hydrophilic wire guide and found that the distal end of the wire guide was damaged. The damage was found during the preparation stage and was not used on the patient. The user changed to another hiwire nitinol hydrophilic wire guide to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.